Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing bent in the belt clip event on (B)(6) 2024. The blood glucose level was above than 400 mg/dl for the whole night and had large ketone levels and was vomiting. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.